Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life (eol) due to an extended charge time measurement of 33 seconds. The monitoring voltage was 2.57 volts. The device planned to be replaced. To date, there have been no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated a replacement procedure has been scheduled for a date in the near future. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the device was explanted and successfully replaced. At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.